Event description:
It was reported that a pt underwent an abdominal reconstruction procedure on (B)(6) 2010, and mesh was used. Concomittantly, the pt underwent a bowel resection procedure and an abdominal wall resection procedure. On (B)(6) 2010, the mesh tore through the suture line requiring the mesh to be removed and replaced with another like device. The repair procedure was an open procedure. The pt was discharged on (B)(6) 2010, and is now doing well.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.